Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/25/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknow spaceoar device was implanted during a placement procedure performed on an unknown date. It was reported that after reviewing the planning computerized tomography (CT) images, there was no evidence of a rwi at the base and midgland. However, when moving to the apex there was a single slice that is consistent with a rectal wall infiltration (rwi) and small areas where there could be grade I rwi. No patient complications were reported as a result of this event. The plan was to perform moderate hypofractionation. However, it was not indicated if it had yet occurred. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).